Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, but based on the investigation details, the reported condition of the device leaking during usage could not be duplicated. There was evidence of a third party asic motor controller and other components. Service replaced all third party and broken parts. The device will be repaired and returned to the customer.

Event description:
It was reported that after a procedure was completed, the handpiece began leaking a blood-like substance in spd during cleaning. There was no pt involvement. There were no adverse consequences reported as a result of this event